Event description:
The pt's neurostimulator system removed because the incision site had become infected 2 times. Additional information was requested.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.